Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 288-500 mg/dl at the time of event and current blood glucose was 364 mg/dl. The customer was treated with the manual injection. The customer troubleshooting was performed for high glucose. Customer was neither in emergency room nor admitted into hospital as a result of high blood glucose. The customer stated that the drive support cap appears normal. The customer stated that they had performed the high pressure test and the test was passed. The product will not be returned for analysis.